Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 syringes 3ml ll 21ga 1-1/2in mx bun had "twisted" needles, barrel damage, and illegible scale markings. The following information was provided by the initial reporter, translated from spanish to english: "twisted needle and cylinder."

Event description:
It was reported that 2 syringes 3ml ll 21ga 1-1/2in mx bun had "twisted" needles, barrel damage, and illegible scale markings. The following information was provided by the initial reporter, translated from spanish to english: "twisted needle and cylinder."

Manufacturer narrative:
H.6. Investigation: during the documentary review, no records of quality events were found during the product manufacture, the batch was inspected and later released in accordance with the valid work instruction, on the other hand, in picture received it can be seen that at the height of 2.5 ml mark the syringe is bend / damage. This defect can be generated in the manufacture of the product in the assembled syringe transfer disk. H3 other text : see h.10.